Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed motor error and had a keypad anomaly. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. The customer¿s spouse stated that the insulin pump alarmed motor error and unable to clear the alarm due to buttons were unresponsive. Customer's spouse also reported that the insulin pump was exposed to MRI that could lead to motor error and keypad anomaly. The customer¿s spouse stated that the drive support cap was normal. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. Time advances properly. Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, prime/compromised force sensor system test, occlusion test and no delivery test due to motor error alarm. Drive support disk was inspected and no anomaly was noted. Insulin pump had cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked belt clip slot and minor scratched display window.